Event description:
An inpatient hemodialysis user facility has reported that a pt, who was new to dialysis, complained of shortness of breath and chest pain during the first treatment. The pt's vital signs remained stable. The treatment was stopped and the pt was evaluated for cardiac issues. Cardiac tests were negative. The physician suspected a dialyzer membrane sensitivity. The pt's second hemodialysis treatment was also eventful and the pt's dialyzer membrane was switched to an alternative. The pt completed treatment on the alternative dialyzer membrane with no other known ill effects. There is a sample available for eval.